Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The krt was worn; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis identified device malfunction with the pump.

Event description:
It was reported the patient had the inflatable penile prosthesis cylinder and pump components removed as it was compromised during revision. The implant had a hole at an unknown location and did not work. A new inflatable penile prosthesis was implanted and the patient was healing well.

Event description:
It was reported the patient had the inflatable penile prosthesis cylinder and pump components removed as it was compromised during revision. The implant had a hole at an unknown location and did not work. A new inflatable penile prosthesis was implanted and the patient was healing well.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The krt was worn; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis identified device malfunction with the pump.